Event description:
The caller alleged a variance between the inratio inr results and the laboratory inr result. Results are as follows: (B)(6). Therapeutic range: 1.9 - 3.0 the caller reported that the finger may have touched the sample well but they were unsure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. An improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Certain relevant conditions can contribute to discrepant inr results. The patient was reported to have been hospitalized from (B)(6) for inflammation of the pancreas, gall bladder, and liver. The customer also had a history of cancer, having his kidney removed in 2007 due to cancer complications. Conditions associated with acute and chronic inflammation and advance stage cancer, were both identified as conditions that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. Root cause is unable to be determined at this time without product return. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Manufacturer narrative:
(B)(4): inratio monitor date of use corrected to (B)(6) 2015. Additional investigation/conclusion: the customer did not provide a lot number, for the inratio result of 1.8 on (B)(6) 2015, or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Additional result omitted from initial medwatch form: date: (B)(6) 2015, inratio inr: 1.8, laboratory inr: n/a, (lot number not provided).